Event description:
The patient's family reported that following system implant, the patient felt pain in the heart. Examination found fluid build-up in the heart, and the patient took an anti-inflammatory drug. It is believed that the patient thought the issue was "hydrothorax", but that symptom was not confirmed by the clinical physician. The physician later stated that the lead had dislodged. The lead was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).